Manufacturer narrative:
(B)(4). The root cause investigation for the reported problem is in progress through (B)(4).

Event description:
The facility reported a colleague pump with failure code 814:04. The reported condition occurred during biomed testing. During baxter's review of the device event history, it was determined that the reported condition occurred during delivery causing an interruption of delivery. This device utilizes user interface module master software version 5.09.90 categorized as remediated. No additional information is available.

Manufacturer narrative:
The reported condition of failure code 814:04 was confirmed but not duplicated. The reported condition is caused by a faulty phm (pump head module). The phm was replaced. A follow-up report will be submitted if additional information becomes available. (B)(4).